Manufacturer narrative:
The lead was not returned for analysis, however performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had low sensing. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.